Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9 - date returned to mfg, h3, h6, h11 corrected fields: d4 - expiration date (this field should be blank), e1 - address 2 (this field should be blank) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a scope image error (error code e216) occurred during angulation adjustment. Based on the results of the investigation, a root cause for the malfunction "blackout" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has a blackout. The issue was found during set up/ inspection for use. There were no reports of patient involvement.